Event description:
Reference number (B)(4). Event occurred in the germany. On (B)(6) 2024, patient reported infusion set tubing was damaged. The infusion set was on use for 5 hours.. Issue did not cause the customer's bg to exceed. No further information available.